Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is having cough, sneezing, difficulty in breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section b5, the manufacturer was previously contacted alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging of presence of particles in the device and also the patient is having cough, sneezing, difficulty in breathing. There was no report of serious or permanent patient harm or injury. In this follow-up, section b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having presence of particles in the device and also the patient is having cough, sneezing, difficulty in breathing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for evaluation. The device have passed the final test. Section d8, d9, g3, h3 has been changed. In section h6, type of investigation code is changed from 4118 to 10, investigation findings code is changed from 3233 to 213, investigation conclusions code is changed from 11 to 67.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.